Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had login issue. A technical support specialist (tss) dialed into the server, verified the pyxis es version (v1.11), and reviewed the event viewer, including application and system logs. The tss observed during the outage window indicated secure communication issues that occurred during network instability. The tss confirmed that all pyxis services were running normally at the time of review and verified that no active errors were found in the server or device logs. The login issue occurred due to a network outage on the facility's side, which interrupted secure communication between the pyxis stations and the pyxis es server. These disruptions caused temporary authentication failures, resulting in the inability to log in. Once the internal network connection was restored, all pyxis services recovered and resumed normal operation. Since the outage originated within the hospital's network, bd did not have visibility into the internal it infrastructure. For full insight into the outage and preventive measures, follow-up with the hospital's it team was recommended. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server unable to login to station and server. Customer stated that there was a network outage, but once the internet came back, they were still not able to log in to the stations or the server. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.